Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 314.467; synthes lot # h278455; supplier lot # na; release to warehouse date: 13feb2017; manufactured by synthes monument. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Background: it was reported that during inspection of instruments after coming out of the decontamination process, when testing the stardrive screwdriver shaft, the t-8 driver tip look like it had an issue and could have been stripped so it was tested in a locking screw and the t-8 driver would not engage the screw head. There was no patient and procedure involvement. Investigation flow: damage: visual (appearance not as expected) visual inspection: visual inspection of the returned device (part 314.467, lot # h278455, mfg 13feb2017) performed at customer quality (cq) confirmed the condition of a twisted tip, which agrees with the reported complaint condition. The distal stardrive tip is twisted in the direction of resistance encountered during screw insertion. No new malfunctions were identified as a result of this investigation. Document/specification review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). The design drawings reflecting the current and manufactured revision were reviewed during this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: a relevant dimensional inspection of the distal stardrive feature could not be conducted due to the post manufacturing deformation (twisted). Conclusion: a definitive root cause for the returned screwdriver shaft becoming twisted could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force during screw insertion. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no patient involvement. It is unknown when device became stripped. Additional procode: hxx. Device is an instrument and is not implanted/explanted. Reporter phone number and email address are unavailable. Reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was inspecting the instruments after they came out of the decontamination process on (B)(6) 2018, they noticed that the driver tip of the stardrive screwdriver shaft t8 looked stripped and would not engage in the locking screw head. There was no patient involvement. Concomitant device reported: 2.7mm locking screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).